Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where all the implants were extracted and the leg was amputated above the knee. Multiple attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6)2022 where all the implants were extracted and the leg was amputated above the knee. Multiple attempts have been made and no further information has been provided.